Event description:
It was reported that the right ventricular (rv) lead had high impedances. It was also noted that there was high optivol threshold and that the impedances trends have data gaps. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: c154dwk implantable pacemaker/cardio/defib - (B)(6) 2008 ; 5076 x2 implantable pacing leads - (B)(6) 2001; 419388 implantable pacing lead - (B)(6) 2004. (B)(4).